Manufacturer narrative:
This report is submitted october 5, 2018.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and discomfort leading to a lack of device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 14, 2019. (B)(4).